Event description:
It was reported to philips that the customer was unable to perform x-rays due to th image disk being full. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the system was used for a coronary diagnosis procedure. The procedure was delayed because the customer needed to erase old patient data before proceeding. Philips provided remote support, and the remote service engineer (rse) reviewed the logs. The logs validated the error message: "exposure is not possible." "Image disk is full." The philips field service engineer (fse) visited onsite to investigate the issue. Following an inspection, fse found that the image disk was indeed faulty. To resolve the problem, the fse replaced both image disks and performed the appropriate configurations. After replacement, the system was restored to full operating order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.